Event description:
A usb port damage on a customer's pump was reported, with no additional blood glucose information provided. There was no adverse impact to the customer's blood glucose level. Efforts to connect the pump were unsuccessful due to the damaged usb port, prompting plans to return the device for further inspection, with a replacement pump already arranged.